Manufacturer narrative:
(B)(4). The customer replaced and calibrated the sampling probe to resolve the issue. The axsym system operation manual was reviewed and was found to contain adequate information for loading samples, operational precautions, and hazards of the axsym system. A review of the material safety data sheet (msds) was performed for axsym bulk solution 4. The msds notes that this product is not considered hazardous, and has health, fire, and reactivity ratings of 0. The msds advises to rinse eye with water for several minutes following contact and to seek medical attention if eye irritation persists. Customer complaint data was reviewed and no adverse trends were identified for the issue. The investigation did not identify a product deficiency. This is the final report.

Event description:
The abbott field service representative (fsr) reported that following service of the axsym analyzer the customer performed a qc run. The customer initiated the run and the probe crashed into the wash cup. The customer was splashed in the eye with bulk 4 solution. The customer was not wearing protective eyewear. The customer did not seek medical attention. No injury was reported.